Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy, the three device's blades appeared to be pushing the vessels and not sharply cutting them. This was causing more bleeding and they had to use other instruments in order to stop the bleeding such as clips and bovie. The product was not at its desired performance and had a lack of consistency. There was no patient injury.